Manufacturer narrative:
The notification received for the (B)(4) study indicating an adverse event of myocardial infarction/ ischemic event post implantation of a 2.25 x 23mm cypher rx stent to treat an 80% stenosis in the 1st right posterolateral branch. The event occurred post-procedure, the same day of the index procedure. The event type was specified as mi/ischemic event non q-wave. Event of mae - stent thrombosis (acute, sub-acute, or late) was not indicated on the database. It was indicated that there was evidence of stent thrombosis. However, follow-up investigation reported that there was no angiogram or test performed to determine that there was stent thrombosis. It was reported that it was an assumption from the doctor. The event was treated medically only with sedation and pain medication, the patient was already on integrelin. It was indicated that the event resolved without sequelae. The patient was discharged three days after the index procedure with unstable angina. The patient is currently doing well and with no symptoms. At index procedure, the (B)(6) female was admitted with a history of angina and positive functional study for ischemia in the past 6 weeks. It was indicated that acute coronary syndrome was present. Additional medical history included history of previous pci, history of chronic pulmonary disease, and history of allergy. The patient does not have a history of any blood clotting disorders. The patient is not immunocompromised. The de novo lesion was type c, 18mm long, heavily calcified, severely tortuous and with no thrombus prior to pci. The lesion was pre-dilated with a 2 x 15mm non-cordis balloon catheter at 13 atm. A 2.25 x 23mm cypher rx stent was attempted to be delivered, but there was difficulty advancing the stent delivery system (sds) over the first guidewire, which was a whisper guidewire. It was removed and the device was advanced over a 2nd wire voyager. It was reported that the second time the sds was advanced with difficulty through the lesion because it was a very small and highly tortuous lesion. The stent was deployed at 12 atm. The residual stenosis was 0%. Timi flow was 3. 3000 units of unfractionated heparin were administered prior to the procedure and a second dose of 2000u was administered during the procedure. A 600mg of plavix were administered prior to leaving the catheterization lab. There was no information in the records if there was good wall apposition of the stent. The stent was not post dilated. There was no disease distal to the stent, it covered the entire lesion. Ivus was not used after initial placement of the stent. The highest acts level during the procedure was 240 seconds. The mi occurred when the patient went to the recovery area. Ten minutes after arrival, the patient indicated she was hurting all over and got very agitated. The symptoms lasted 10 minutes or more. Ck, ckmb and troponin I levels were elevated seven hours post procedure with return to normal range 57 hours post procedure. The event was reported to be possibly related to the cypher stent and probable related to the index procedure. The patient is doing well and with no symptoms. The stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095437 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's pre-procedural medical status, vessel characteristics and procedural factors may have contributed to the event. Based on the available information, there is no indication that the event is related to the device design or manufacturing process; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The symptoms lasted 10 minutes or more. The event was reported to be possibly related to the cypher stent and probable related to the index procedure. The patient was discharged three days after the index procedure with unstable angina. The patient is currently doing well and with no symptoms. There was no issue or anomaly with the device prior to use. There was no pre-existing clot during the procedure. There was no information in the records if there was good wall apposition of the stent. The stent was not post dilated. There was no disease distal to the stent, it covered the entire lesion. Ivus was not used after initial placement of the stent. 2 x 15mm non-cordis balloon. Clopidogrel, 3000 units of unfractionated heparin were administered prior to the procedure and a second dose of 2000u was administered during the procedure. 600mg of plavix were given prior to leaving the cath lab. (B) (6) 2010: nitrostat (0.4mg), (B) (6) 2010: singulair (10mg), metoprolol (50mg), atrovent (0.5 mg), omeprazole (20mg) and aspirin (325 mg), (B) (6) 2009: lyrica (750mg) and advair discus (1000/100, 500/50), (B) (6) 2008: albuterol (2.5 mg), hydrocodone/acetomenophen (5/500), spiriva(2 puffs) and lasix (20 mg). Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B) (4) study indicated that the patient was admitted with a history of angina and positive functional study for ischemia in the past 6 weeks and an 80% stenosis in the 1st right posterolateral branch. The type c lesion was de novo, 18mm long, heavily calcified, severely tortuous and with no thrombus prior to pci. The lesion was pre-dilated with a 2 x 15mm non-cordis balloon catheter at 13 atm. A 2.25 x 23mm cypher rx stent was deployed at 12 atm. The residual stenosis was 0%. Timi flow was 3. After the procedure, the same day of the index procedure, the patient had a non-q-wave myocardial infarction/ischemic event. The (B) (4) study database indicated that there was evidence of stent thrombosis. However, investigation revealed that there was no angiogram or test performed to determine that there was stent thrombosis. It was an assumption from the doctor. The event was treated medically only with sedation and pain medication and resolved without sequelae. She was already on integrillin. The mi occurred when the patient went to the recovery area. At 10:30am she was taken to recovery and at 10:40am she indicated she was hurting all over and got very agitated.

Manufacturer narrative:
.